Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 480mg/dl. It was stated that the customer was experiencing high glucose for the past few days. The customer's most recent glucose reading was 270mg/dl, and she was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time and date on the insulin pump were correct. Ran a fixed prime test and passed. No further info was provided.